Event description:
April 18: customer reports that during a procedure, the collimators stopped working and would not allow fluoro. Pt was moved to another room for completion of the procedure.

Manufacturer narrative:
Liebel flarsheim field service engineer reports: found loose power connection at collimator. Secured connection with ty-wraps and checked operation. Returned to full service by the customer.